Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the patient¿s ipg was not holding a charge and it got warmed often when charging. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the patient had problem charging the ipg and cannot hold a charge. Upon receiving the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.81 volts. The depleted device was capable to be charged, however, it wouldn't link to a test remote control at a later time. The device was cut open and the internal inspection revealed excessive sleep current leakage. The impedance between vh and ground was low. These were the typical symptoms of the asic damage due to exposure to high-voltage transients, causing internal shorts in the component. The patient data indicated fast battery depletion some time prior to the explant procedure. The reported charging anomalies and fast battery depletion was due to a damaged u3-asic. The source of the damage couldnt be determined.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the patient¿s ipg was not holding a charge and it got warmed often when charging. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the patient¿s ipg was not holding a charge and it got warmed often when charging. Database analysis showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure.